Event description:
It was reported that the patient had been "feeling weird" and "seeing things" since their last pump refill of morphine on (B) (6) 2009. The patient had mentioned that they had similar symptoms with a different medication he had taken prior to the pump implant. He was allergic to that medication. The patient had fallen twice; the first time he had slid under a truck and the second time he hit his head on the ice. The patient stated that he then experienced ringing in his ears which sometimes sounded like something was talking to him. He stated that he could not feel his heart and also that someone was following him. The patient stated that he had felt a "knot" in his back where the catheter was placed. He later stated that his back felt better and that it did not hurt anymore. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)